Event description:
Depuy acromed received a medwatch form from the FDA. The pt claims that steffee plates and screw were implanted and broke post-operatively. The broken screw has caused irreversible damage and scar tissue according to the pt. A surgery was required to remove the broken screw and scar tissue. According to the pt, some scar tissue remains, causing excruciating pain. No x-rays were provided for examination, nor were the devices returned for eval. Therefore, co cannot confirm this event. No further action can be taken at this time.